Event description:
When the physician inflated the balloon at 8 atm, it could not be further inflated, the physician then deflated the balloon, however, blood was observed during deflation. Then the physician withdrew the balloon outside patient, he found the balloon was hole ruptured. The product was returned for evaluation and during analysis, it was noted that when pressurized water was applied to the catheter using an indeflator, a leak in the shaft was observed at 20.5cm from distal end. The age and gender of the patient is unknown. The target lesion location was the mid left anterior descending artery (lad). The lesion was described as type b. The rate of stenosis was 85%. The product was properly inspected and prepped prior to use. A radial approach was used to access the patient. There was no difficulty accessing the lesion with a guidewire. Normal ratio of contrast and saline was used to inflate the balloon. Contrast used was bayer. Inflation device was merit. There was no difficulty tracking the device through the vessel or crossing the lesion with the balloon. When it was noticed that the balloon had ruptured, the physician removed the balloon from the patient and a ryujin plus balloon was used to successfully complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
Follow up # 2/supplemental report text- 1/24/2011: the lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/20/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2010. The patient reported blood glucose results of "174 mg/dl" with the subject meter and "125 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is not specified how the patient manages her diabetes or what action she took at the time of the alleged issue. That same day, at an unspecified time after the alleged issue begun, the patient claimed she felt symptoms of sweaty and light headed. The patient did not specify receiving medical treatment. At the time of troubleshooting, the cca noted an approved sample site was used for testing. The cca walked the patient through a control solution test which fell within range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.